Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, immediate implantation, inadequate bone quality/quantity, asymptomatic, mobility. #31 was extracted and placed same day.